Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID (B)(4)) as implanted via v-p shunt in (B)(4) 2021 with setting 110mmh2o. On (B)(6) 2021, the patient had a headache and an x-ray was performed. Ventricular enlargement was confirmed, so the valve set pressure was lowered to 50 mmh2o, but the ventricles did not shrink. On (B)(4) 2021 a shunt contrast was performed and the valve system was suspected to be obstructed; therefore, on (B)(6) 2021, the valve system was removed and replaced. The patient recovered.

Manufacturer narrative:
The hakim valve (ID (B)(6) was returned for evaluation. Failure analysis - the valve was visually inspected; a needle hole in the underside of the valve casing was noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.